Event description:
It was reported the patient experienced headache and sensation of internal tremor and the caller wanted compatibility guidelines for eeg and EKG. It was stated the patient had ¿tremendous affect from his implantable neurostimulator(ins)¿ as he plays in the (B)(6). The healthcare provider (hcp) was treating the patient with biofeedback for his chronic headache and internal sensation of tremor. It was stated during biofeedback/eeg sessions with caller, he was seeing signals in various frequency and wondering if this could be coming from dbs. It was reviewed this type of interaction was seen with sensing and monitoring equipment. It was noted they had not tried shutting stimulation off during these sessions yet but will to see if that takes away this other input seen. Reportedly, the patient had developed headache and internal sense of tremor since he had his implant. It was stated the patient¿s headache began about one year prior to report where the patient was ¿foggy headed and had a bad headache and they thought it was a stroke.¿ it was stated the symptoms cleared up but the patient continued to have headaches since then. It was not known if turning on stimulation affected internal tremors or headache.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension, product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v345973, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v345973, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).